Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, in 2005, the product was implanted. On ten months later, the product was explanted and it was found to be fractured. Patient was revised.